Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently did not enter all profile settings into new replacement pump. Customer experienced intermittent blood glucose levels ranging from 50 mg/dl to "high"; specific value not provided. Customer drank milk or orange juice to address low bgs and delivered a correction bolus and exercised to address elevated bgs. Reportedly, customer updated their pump settings to address the event.